Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular implant procedure after implantation the surgeon noticed crack on lens, the lens was removed during initial procedure. The procedure was completed with another lens on the same day. Surgeon believes cause is cartridge and iol rigidity. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. Two photos were provided. The photos appeared to be different lenses. It is unknown which picture is for this file. The first photo showed an implanted single piece lens. The optic was torn or scraped on the anterior surface near one haptic junction. The optic also appeared to be cracked in front of the haptic junction. The second photo showed an implanted single piece lens with similar scraped damage on the anterior surface. The damage in both photos was similar in appearance to damage caused by a plunger override. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation the lens model or diopter was not provided. It cannot be determined if a qualified lens was used. The product investigation could not identify a root cause for the reported complaint. The company cartridge was not returned. Based on review of the provided photos, the optic was damaged on the anterior surface near one haptic junction. This damage was similar in appearance to damage caused by a plunger override. The lens model or diopter was not provided. It cannot be determined if a qualified lens was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.